Manufacturer narrative:
Other relevant device(s) are: cmptr 9735225r rollingstone s7 refurb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while importing an exam with diffusion tensor imaging (dti) on to the system it was taking unusually long. The clinical specialist (cs) exited the import and the software became unresponsive. The stealth operator onsite instructed her to do a software reboot (ctrl, alt, backspace). This brought them back to the application screen but got an sr manager failure when trying to boot into cranial. It was reported that the behavior remained the same when attempting to launch spine and admin. It was requested that the site confirm nothing is in the cd or usb drive. They would attempt a software uninstall/reinstall before replacing hardware. There was no patient present at the time of the event.